Event description:
Customer reports one incident of blood leak after passing air test on psn 210 dialyzer. Blood leak was noted on blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was returned to the patient with no blood loss reported. Treatment was resumed with new disposables and completed without further incident. No paitent injury or medical intervention reported per customer.